Event description:
It was reported that this pacemaker system had a stored atrial tachy response (atr) episode. Technical services (ts) analyzed device episode data and found that there was oversensing of the ventricular signal on the atrial channel that resulted in this inappropriately stored atr episode. Ts discussed programming options as troubleshooting. It was noted that the right ventricular (rv) lead was implanted in the bundle of his. However, this lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this pacemaker system remains in service.